Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was alleged that the pump did not receive an empty cartridge warning or low cartridge warning. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/12/2017 with the following findings: a review of the alarm history showed evidence of low cartridge and replace cartridge alarms. The pump settings showed the low cartridge warning level was set to 20 units. A replace cartridge alarm and a low cartridge warning were reproduced for the investigation with the sound settings set to high. The pump gave the appropriate sound and displayed the correct message on the screen. Both were accurately recorded in the pump history. The complaint was unable to be duplicated. (B)(4).